Manufacturer narrative:
Event summary: as reported in the literature, cook endo-sof aq double pigtail stent sets and other ureteral stents were used for patients with malignant extrinsic ureteral obstruction. An unspecified number of patients were reported to have experienced stent failure caused by a complication of obstructive pyelonephritis. It is unknown what stents were placed in each patient. There has been no alleged malfunction of any cook device. Investigation - evaluation: a review of the instructions for use was conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination was performed. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of rpn and lot information available. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is provided with instructions for use which list sepsis as a potential adverse event. Based on the information provided, cook has concluded that the reported issue is a known complication associated with renal stenting, and no device failure was indicated. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction- the summary report designation is incorrect; the report is not a summary report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported in the literature, cook endo-sof aq double pigtail stent sets and other ureteral stents were used for patients with malignant extrinsic ureteral obstruction. An unspecified number of patients were reported to have experienced stent failure caused by a complication of obstructive pyelonephritis. It is unknown what stents were placed in each patient. There has been no alleged malfunction of any cook device. The retrospective study investigated the clinical outcomes of stent placement for malignant extrinsic ureteral obstruction (muo) and predictive factors for stent failure in 91 patients with radiologically significant hydronephrosis with muo who underwent successful stent placement from may 2005 to november 2017. The authors explain that muo can be the result of compression from a primary malignant lesion, metastases, tumor seeding, or lymphadenopathy, and is a late sign in patients with advanced malignancies. Left untreated, the obstruction may lead to kidney failure and death; although the patient¿s generally have a poor prognosis. Urinary diversion has been shown to prevent worsening kidney failure and may improve survival. The upper urinary tract may be drained using ureteral stents, percutaneous nephrostomy catheters (pcn), or extra-anatomic stents. The average age of the patients in the study was 64 years, with a range of 38 to 86 years. Sixty patients were female and 31 were male. The most common malignancy was cervical cancer, followed by gastric, ovarian, endometrial, rectal, prostate, and colon cancers. Patients with cancers of the duodenum, gallbladder, esophagus, pancreas, lung, peritoneum, and breast were included, as well as a patient with a retroperitoneal sarcoma and one with lymphoma. One patient with an unknown cancer was included in the study. The average serum creatinine before insertion of the stent was 0.97mg/dl, with a range of 0.42 to 22.1mg/dl. Three possible types of 6-french double-j polyurethane stents were placed retrogradely in 130 ureters and antegradely in two of the 91 patients, one of which the endo-sof aq double pigtail stent set. One stent was inserted per ureter and the obstructive lesion was not dilated. The stents were exchanged every two to four months. The authors state that stent failure was defined as the necessity for another alternative form of urinary diversion for one of the following reasons: inability to replace the stent, increasing serum creatinine levels, a complication of obstructive pyelonephritis, or a recurrent stent obstruction. The median follow-up interval after stent insertion was 161 days. There was no difference in the occurrence of stent failure among the three types of stents placed. Of the 25 ureters with stent failure, successful replacement of internal stents occurred in nine ureters and replacement by pcn was done in 14 ureters. In eighteen patients (23 ureters), the stent failure was caused by increasing serum creatinine (reported under patient identifier (B)(6)), the presence of a recurrent obstruction (reported under patient identifier (B)(6)), or a complication of obstructive pyelonephritis (reported under patient identifier (B)(6)). One ureter required washing in the renal pelvis because of bleeding (reported under patient identifier (B)(6)). Matsuura, h., arase, s., & hori, y. (2019). Ureteral stents for malignant extrinsic ureteral obstruction: outcomes and factors predicting stent failure. International journal of clinical oncology. 24:306-312. Https://doi.org/10.1007/s10147-018-1348-6.